Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there patient consequences? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwentsubarachnoid epidural anesthesia, debridement and suturing of left plantar skin laceration, exploration of tendons, blood vessels, and nerves, and tendon anastomosis on (B)(6) 2025 and suture was used. The doctor used suture to suture the patient during the surgery. During the suture process, the suture broke, and the nurse immediately replaced the suture and re-sutured the patient. There were no adverse patient consequences reported. Additional information was requested.